Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a power on reset (por) on the patient programmer (pp). There were no recent falls/traumas, low battery or medical procedure. The patient had an MRI 3 weeks ago and followed proper protocol and the por didn't occur until the day of the report. The patient synced pp to neurostimulator (ins) and the por had cleared, indicating it must have been an informational por.